Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on the right side, and with 300cc mentor memorygel breast implant on the left side and experienced bilateral capsular contracture; baker grade ii, and bilateral breast implant rupture discovered at the time of surgery. The patient underwent bilateral explantation and replacement with catalog number 3504254bc; serial number (B)(4) on the right side, and with catalog number 3504004bc; serial number (B)(4) on the left side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.